Event description:
In 2006, bayer received a report of a falsely elevated troponin result, which allegedly led to a cardiac catheterization. 4 days prior, a patient wa drawn at 1:30am. The troponin result was again at 7:15 am and the troponin result was 3.9 ng/ml. It is alleged that the patient underwent a cardiac catheterization based on this result. It was also noted that a ckmb test was not ordered or run with the sample drawn at 7:15 am. On the 2nd day, the patient was drawn a third time and the troponin result was <0.10 ng/ml. The two original samples that were drawn in 2 days earlier, which had been kept frozen, were re-run at this time and both sample results were <0.10 ng/ml.